Manufacturer narrative:
(B)(4). The subject rt380 adult dual-heated evaqua2 breathing circuit is currently en route to f&p healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel (f&p) healthcare field representative, that a rt380 adult dual-heated evaqua2 breathing circuit failed a ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Corrections: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to breathing circuit. Section g1: contact person updated to (B)(4). Method: the subject rt380 brreathing circuit was returned to fisher & paykel (f&p) healthcare in new zealand where it was visually inspected and analysed. Results: visual inspection of the returned breathing circuit kit identified a crack in the mr290v chamber dome. No damage was observed on any of the limb assembly or dryline. Leak testing confirmed that the breathig circuit was out of specification due to the crack in the chamber. Conclusion: the reported air leak is due to a crack in the chamber of the breathing circuit kit. We are unable to determine the cause of the crack. The mr290v chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chambers would have met the required specification at the time of production. The user instructions that accompany the rt380 breathing circuit state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel (f&p) healthcare field representative, that a rt380 adult dual-heated evaqua2 breathing circuit failed a ventilator leak test before use. There was no patient involvement.